Manufacturer narrative:
H3- device evaluation : lens was returned in liquid, in lens vial. Visual inspection found the optic and haptic torn. Claim #(B)(4).

Manufacturer narrative:
Corrected data: d10-date in initial MDR is corrected to (B)(6) 2020. Claim# (B)(4).

Manufacturer narrative:
Brand name: collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
A cc4204a, +19.50 diopter, intraocular lens was returned back to us damaged. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.